Event description:
The customer reported the fluoroscopic image was scrambled effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replcaed. The system was tested and found to be working as intended and returned to service.